Event description:
It was reported by a customer on (B)(6) 2011, the fiber tip burned at 4,487 joules. Per the customer, there were no further details as to why the fiber tip was damaged. No pt injury was reported.